Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) channel of the device. The ra lead was explanted and replaced. The device was connected to the new lead, however the noise continued. The device was explanted and replaced to resolve the event. The alleged cause of the event was unspecified device damage. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. Destructive analysis of the lead did not find any anomalies.